Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a ipg and lead replacement procedure on (B)(6) 2020 (reference reg report: 1627487-2020-32567, 1627487-2020-32568, 1627487-2020-32569.) The patient lost motor and sensory functions when the surgeon was placing the paddle lead. Thereafter, the surgery was abandoned and the patient regained function and was doing well.